Manufacturer narrative:
The pump was received with broken battery tube threads, cracked at corner display window and reservoir tube lip. The pump passed the displacement, basic occlusion, occlusion, prime and excessive no delivery tests. There was no prime anomaly or error alarm noted during testing. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer's blood glucose level at the time was 400mg/dl. The customer states they treated the high with bolus. The customer mentioned a crack on the battery compartment top piece rim. Troubleshoot was conducted. The customer was advised the pump would have to be replaced and returned for analysis.